Manufacturer narrative:
Correction was made to reflect the follow-up efforts that were made, which were omitted from the previous reports.

Event description:
Following the initial reporting of events on (B)(6) 2015, additional information regarding pump drug details, concomitant medications, medical history, as well as diagnostics , actions/interventions taken, cause, and resolution of the lower body weakness was requested, but was not obtained at the time of the report. Following subsequent information received on (B)(6) 2015, additional information regarding concomitant medications, medical history, and diagnostics performed in relation to the lower body weakness was requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (concentration unknown; dose 345mcg/day) via an implantable infusion pump. Patient history included intractable spasticity. The patient was admitted to the hospital on (B)(6) 2015 with lower extremity weakness. The patient had hypotonic reflexes and the hcp was concerned that the patient could have been getting too much medication from the pump. The hcp knew that the pump dose was being titrated up but did not know the last date this occurred. Diagnostics and troubleshooting was not performed due to lack of access to the pump. Patient outcome was unavailable at the time of the report. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the healthcare provider (hcp). The baclofen concentration was 2000 mcg/ml. The daily dose was lowered to 300 mcg/day. It was noted that the patient was admitted to another hospital for management under care of another physician. It was unknown what diagnostics were performed related to the lower body weakness.